Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder had corrosion and connecting tube had foreign objects. Based on the investigation results, a definitive root cause of the reported issue could not be identified. However, the most probable cause related to the presence of foreign objects in the connecting tube could not be established, while the probable cause of corrosion observed on the air/water cylinder was most likely attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited scope communication error (e216). The event occurred during inspection prior to use. There were no reports of patient harm.